Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 440mg/dl. The customer stated that he was treated with manual injections. The customer stated having issues with tape being not big enough and not sticking well. The customer declined to troubleshoot the insulin pump as he does not have time at the time. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.